Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. A device history record (DHR) review was conducted: part number:tft30101, synthes lot number: e20di0116, supplier lot number: n/a, release to warehouse date: 08apr2020, expiration date: n/a, supplier: (B)(4), no ncrs were generated during production. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that multi piece item implant inserter sh connection has snapped inside and will not dismantle. No further information provided. This report is for one (1) implant inserter sh connection. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part number: tft30101. Synthes lot number: e20di0116. Supplier lot number: n/a. Release to warehouse date: 08-apr-2020. Expiration date: n/a. Supplier: eit. No ncrs were generated during production. Visual inspection: the implant inserter sh connection (p/n: tft30101, lot #: e20di0116) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the entire threaded portion of the tft30101 c tlif implant inserter pin sh connection was broken and it was lodged inside the implant inserter (p/n: tft30101 a) and the knob (p/n: tft30101 b). The rest of the broken fragment was not returned. There were scratches on the device but has no impact on the functionality of the device. No other issues were identified with the returned components of the device. Functional test: during the functional test, the implant inserter (p/n: tft30101 a) and the knob (p/n: tft30101 b) were not able to be disassembled due to the tft30101 c tlif implant inserter pin was stuck inside, which could have caused the complaint condition. Can the complaint be replicated with the returned devices? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed - tft30101 trial implant inserter sh connection. Complaint confirmed? Yes. Investigation conclusion: the complaint condition is confirmed for the implant inserter sh connection (p/n: tft30101, lot #: e20di0116). No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: d9, h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: corrected data: d4.